Event description:
Customer reportedly received the following results on the nano system within 10 minutes: a result in the "300's to 500's mg/dl" range and a result in the "50's mg/dl to 80's mg/dl" range. No adverse event reported. Return of the suspect device was requested for evaluation.